Event description:
On (B)(6) 2025, the patient came in to have their trial neurostimulators pulled. The patient claimed their trial neurostimulators fell out while they were sleeping as they woke up and found the devices in their bed. However, the physician believes the patient took the neurostimulators out. The physician ensured all parts of the neurostimulators were present and the incisions were healed. The patient will not undergo another trial procedure and will not be implanted with a permanent device.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Potential causes of erosion are inadequate fixation, severe force applied to the implant (patient fall, accidents), excessive twisting or stretching, off-label use, patient is a poor candidate due to health, weight, age, or mental capacity, using incorrect tools, improper surgical technique, and patient non-compliance/touching or picking at the wound. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.